Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6b, g4, h4, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 03, 2025, with lot number 2196132. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d4, d6a, g2, h6.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to right side. Device remains implanted.